Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with fasting back to back of 194 and 405 mg/dl on (B)(6) 2016 at 05:43 pm. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer refused to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The customer stated she tests two times per day. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with fasting back to back of 194 and 405 mg/dl on (B)(6) 2016 at 05:43 pm. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer refused to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The customer stated she tests two times per day. The meter memory was reviewed for previous test result history: (B)(6).